Event description:
It was reported that the customer had issues with the insulin pump's sensor. He received failed sensor, calibration error, and bad sensor alarms. The insulin pump woke him up because it went into threshold suspend but his blood glucose level was 100 mg/dl. A sensor did not insert properly and the other did not stick to his body. His interstitial and glucose readings were very off. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.